Event description:
It was reported to boston scientific corporation that a microknife xl was intended to used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, when the physician tried to extend the needle, it had a crack sound. It was noticed that the wire broke and the needle could not pulled to extend out of the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, when the physician tried to extend the needle, it had a crack sound. It was noticed that the wire broke and the needle could not pulled to extend out of the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on october 10, 2022: the microknife xl was intended to be used in the common bile duct (cbd). It was reported that the pull wire from the handle broke.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked at the handle section. An x-ray inspection was performed, and the x-ray photos revealed that the working length was kinked at the hypo-tube transition. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the wire was broken and kinked at the handle section, and the working length was kinked at the proximal section. Based on the condition of the device, the problem found could have been generated due to handling and manipulation of the device during its use. Probably the kinked working length at proximal section could have caused some friction with the cutting wire and the cannula during the handle actuation leading to kink the wire and then break it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers, and a device history review (DHR) on the most probable lot numbers did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, when the physician tried to extend the needle, it had a crack sound. It was noticed that the wire broke and the needle could not pulled to extend out of the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on october 10, 2022: the microknife xl was intended to be used in the common bile duct (cbd). It was reported that the pull wire from the handle broke.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h2 (additional information): block b5, block d7a, block e1 (initial reporter phone), and block h8 have been updated based on the additional information received on october 10, 2022.